Event description:
Caller states the patient tested 4.8 inr and 6.7 inr on the coaguchek xs system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.